Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by cloudy effluent and abdomen pain. On the same day, the patient was hospitalized for the event. The cause of peritonitis was not reported. The treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact age at the time of the event is unknown. However, the patient was born in 1962. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). After 23 days of being hospitalized, the home patient (hp) was discharged. Should additional relevant information become available, a supplemental report will be submitted.